Event description:
Procedure type: anterior resection. According to the reporter: suturing was done with a curved cutter. After firing the eea, there was an uncut part, which was manually cut, and additional manual suturing was done. The surgeon did state that the edge of tissue sutured by the curved cutter was thick, but the device could be squeezed without difficulty. There was no report of delay to surgery or blood loss; however, a temporary colostomy was set up.